Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer's blood glucose was 44 mg/dl before dinner. Customer was outside working being active. Customer took a tablespoon of honey, 2 glucose tablets and half of a banana. Customer had a high carb dinner. Customer's blood glucose was 500 mg/dl before bed. Customer delivered a bolus manually but did not go through. Customer changed the site. Customer's blood glucose was 255 mg/dl when he woke up. Customer will not be returning the device for analysis.